Event description:
It was reported that the user did not connect a new dexcom g7 continuous glucose monitor (cgm) to the ilet for several hours and received a ¿connect cgm or enter bg¿ prompt until cgm readings resumed, at which time the displayed glucose was high at 332 mg/dl. Symptoms included hyperglycemia. Polydipsia, and dry mouth. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included troubleshooting and education with the user regarding cgm connection and sensor start workflow. Investigation of this case revealed user delay in starting or connecting the cgm, which resulted in the device prompting for cgm connection or blood glucose entry; the pump and components appeared to function as designed once cgm data became available. It was concluded, based on previously established findings for similar reports, that user operational factors were the cause.